Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined there were variable r-wave amplitudes and changes in morphology prior to the delivered shock. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment, this device remains in service. No adverse patient effects were reported.